Event description:
It was reported that this patient observed a red call doctor (rcd) icon on their remote monitoring communicator. Boston scientific customer support (cs) indicated that the healthcare facility (hcf) had already been notified of the alert condition associated with the rcd icon, which was noted to be a right ventricular (rv) lead out of range pace impedance measurement. Cs noted that they will report the condition to the boston scientific sales representative (rep) associated with the hcf and advise the attending physician to discuss the response. A subsequent review of the remote monitoring data indicates that this rv lead exhibited several alerts for low out of range pace impedance measurements less than 200 ohms. The pace impedance daily measurement trend graph shows continuous low out of range pace impedance measurements over at least the previous approximately two and a half (2.5) months. The lead remains in-service. No patient symptoms or adverse patient effects were reported.